Event description:
The needle did not retract when the white button was pushed resulting in a needle stick injury to the clinician. Co has contacted the reporter regarding additional information and the customer will not release the information requested due to hippa.